Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the patient had a confirmed infection when they had their first ins which resulted in them getting the ins replaced. No further complications reported.